Manufacturer narrative:
The autopulse platform in complaint was evaluated on (B)(4) 2016. A historical review of complaints does not identify a trend and it has been added to trend analysis. During the visual inspection, no physical damage was observed. The archive log could not be downloaded for analysis due to a faulty processor circuit board. The processor circuit board was replaced to remedy the issue with not being able to download the archive data. A functional testing was performed and the autopulse platform passed testing. In summary, the reported complaint was not confirmed during functional tests. Follow ing service, the power distribution board was replaced as part of the process. An annual service on the platform was performed. The platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that autopulse platform (s/n (B)(4)) stopped working unexpectedly. No information was provided if a patient was involved with this event. No additional information was provided.